Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 1627487-2019-09591. It was reported that the patient was not getting adequate therapy from the system. As a result, the system was explanted on (B)(6) 2019.